Event description:
Pt was diagnosed with post-operative endophthalmitis. Cultres showed two species of staphylococcus. It is unknown whether this event is related to this product. No product will be returned for eval.